Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion. However, service life fell slightly short of longevity expectations due to a high current drain that occurred for a one year period during the lifetime of the implant. It could not be ascertained what caused the high power consumption during that time.

Event description:
Boston scientific received information that this device was returned with no field allegations after being explanted for normal battery depletion. No adverse patient effects were reported.